Event description:
A malfunction alarm was reported, specifically related to malfunction code 16 on a pump. There was no information provided about the impact on the customer¿s blood glucose level. Technical support decided to replace the malfunctioning pump since it was still under warranty. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. They were also guided on placing the pump into storage mode before returning it to tandem and to use a pre-paid label for the return within 10 days.